Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the anterior tibial artery. The 2.0mmx80mmx150cm armada 14 balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The armada 14 bdc was soaked and prepped with no issue or leak noted during preparation. The armada 14 bdc was successfully advanced to the target lesion; however, the balloon could not be fully inflated and a leak was suspected. It is unknown where the leak is located. The armada 14 bdc was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 2.0mmx80mmx150cm armada 14 bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported inflation issue and leak were not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.